Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not show ok but had a service wrench icon in the readiness display after they had installed a new charge-pak battery charger into the device. During device evaluation, physio-control observed that the device had no ok but had all three icons (charge-pak, attention and service wrench) in its readiness display. The device could not be powered on. After installation of a new charge-pak battery charger the device would power on. But the voice prompts were distorted and after approximately ten seconds, the device would power off again. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  Physio determined that the device had sustained some external damage, leading to internal damage to the hlc batteries.  It was observed that the straps and tabs of the internal hlc batteries were broken and the hlc batteries had also started leaking electrolyte within the device.  It was also observed that the device suffered some water infiltration.  The device did not power on during testing and the internal hlc batteries were observed to be completely depleted.